Event description:
It was reported that the cot would not lock into the highest position and would drop back to the second highest position when the user attempted to lock it. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Evaluation and repair has been completed, the section h codes have been updated to reflect this.

Event description:
It was reported that the cot would not lock into the highest position and would drop back to the second highest position when the user attempted to lock it. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.